Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on: 08/21/2015 this maude reported event has no contact information for further follow-up, and therefore apollo is unable to request the product, serial number, or clarification of events associated with this report. Labeling: brief description of procedure: the tubing is connected to the access port placed on the rectus muscle or fixed in an accessible subcutaneous space... The access port is then sutured in place utilizing the suture holes in the port base. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required. Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Caution: patients should be advised that the lapband system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant.

Event description:
Event description via maude event report: mw5043083 included but not limited to...lap-band system device defect (leaking), adhesion and scar tissue pain, erosion and migration of lap-band, irritable bowel syndrome, more surgeries, unexpected medical bills, gastrointestinal tract complications, vomiting, nausea, diarrhea, cold sweats, uncomfortable in own body, constipation, breathing problems, diaphragm pain, chest pain, back pain, quality of life diminishing (bed bound), cannot put pressure on stomach, cannot lay on stomach, cannot bend down or "scrunch" stomach, cannot build muscle in stomach for weight loss, surgeon is nowhere to be found and facility will not support complications from surgery.